Manufacturer narrative:
The reported event could be confirmed, since the device was seized on the locking mechanism a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the document review. A review of the labeling did not indicate any abnormalities. In the case presented a patient should be treated with a t2alpha retrograde nail. When checking the drill passage before inserting the nail, the distal targeting device could not be attached to the nail adapter. Instead a radiolucent drill was used and the surgery was completed. The returned target presented with a seized locking bolt. Seizing material can be avoided by lubrication of the movable part. This process is required per cleaning instruction. Functional checks required in the labelling. Thus, the cause of the event was classified as user related.

Event description:
As reported: "when checking the drill passage before inserting the nail, distal targeting device could not be attached to the nail adapter. The locking lever on the targeting device did not move at all. Due to poor function, the procedure was changed to the use of a radiolucent drill and the surgery was completed.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when checking the drill passage before inserting the nail, distal targeting device could not be attached to the nail adapter. The locking lever on the targeting device did not move at all. Due to poor function, the procedure was changed to the use of a radiolucent drill and the surgery was completed."